Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with staph infection. Transesophageal echocardiography showed growth on the right atrial lead. The infection was confirmed with blood tests. The patient was septic due to infection. The system was explanted. Patient¿s condition was stable post-procedure.